Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at essentia health fargo innovis health reported that the display on the central nurse's station (cns) (pu-621ra sn: (B)(6) ) went black. Service requested/performed: troubleshooting. Nka technical support (ts) worked with the customer to collect the log files. Investigation summary: the root cause is determined to be failure of the cns primary and secondary hard drives. The unit has no history of hard drive related issues or hard drive replacement. The customer was advised to replace the hard drives. No additional complaints have been reported for the unit. The problem does not warrant/require a CAPA. The overall risk is determined to be medium.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) screen went black and beeped. They stated that the cns is in a data closet and that the cnss are connected to kvms. The noise the cns made sounded like a fire alarm. Nihon kohden (nk) technical support asked if this was possibly from the kvm, and they did not believe so. This was initially reported to the biomed by the monitor tech. They do not know if the cns rebooted because of the event. Nihon kohden technical support stated to the biomed that they need to know if the cns rebooted or not because if it went black for a few seconds and came back, that would suggest that the kvm is defective. If it went black and rebooted and went into the reboot cycle. Then we know the cns was having the issue. Logs were sent to nk. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) screen went black and beeped. They stated that the cns is in a data closet and that the cnss are connected to kvms. The noise the cns made sounded like a fire alarm. Nihon kohden (nk) technical support asked if this was possibly from the kvm, and they did not believe so. This was initially reported to the biomed by the monitor tech. They do not know if the cns rebooted because of the event. Nihon kohden technical support stated to the biomed that they need to know if the cns rebooted or not because if it went black for a few seconds and came back, that would suggest that the kvm is defective. If it went black and rebooted and went into the reboot cycle. Then we know the cns was having the issue. Logs were sent to nk. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) screen went black and beeped. They stated that the cns is in a data closet and that the cnss are connected to kvms. The noise the cns made sounded like a fire alarm. Nihon kohden (nk) technical support asked if this was possibly from the kvm, and they did not believe so. This was initially reported to the biomed by the monitor tech. They do not know if the cns rebooted because of the event. Nihon kohden technical support stated to the biomed that they need to know if the cns rebooted or not because if it went black for a few seconds and came back, that would suggest that the kvm is defective. If it went black and rebooted and went into the reboot cycle. Then we know the cns was having the issue. Logs were sent to nk. No patient harm reported.